Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There were no defects found on investigation.

Event description:
The patient contacted animas on (B)(6) 2012 alleging erratic blood glucose (bg) levels over the past 6 months. The patient claimed his bgs will range between 30 and 400 mg/dl. There was no mention of low symptoms and the patient denied developing symptoms suggestive of hyperglycemia. The patient reported that he treated the high bg with injections and treated the low bg with glucose tablets. The patient denied seeking medical treatment. At the time of troubleshooting, the patient confirmed all pump settings including the date and time were correct. The patient confirmed using advanced settings and taking the recommended bolus amounts. Customer support noted basal and bolus amounts adding up correctly with total daily delivery. The patient denied any issues with site. He also denied any issues with bubbles in tubing or cartridge or with insulin leaking. Review of recent prime history revealed 4 days between site changes. Customer support also noted that the patient was priming with small amounts of insulin (prime average 1.1 - 3.5 units). The patient confirmed he would over-extend the plunger when filling the cartridge to conserve insulin during the prime step. At the time of the call, the patient mentioned he stopped using the subject pump on (B)(6) 2012 and switched to a different pump. This complaint is being reported because, the patient developed signs and/or symptoms suggestive of a serious injury while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.